Manufacturer narrative:
(B)(4). Additional details were received seven months after the initial observations were reported stating that this system was still exhibiting out of range shocking impedance measurements. The observation was documented and concerns were discussed. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). The patient was not brought in for testing as the shock impedance has been within normal limits. The physician will continue to monitor this patient via remote monitoring.

Event description:
Boston scientific received information that a red alert was received for this system due to a shocking impedance measurement greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this patient passed away due to unspecified causes nearly two years after the initial observations were reported. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. Visual inspection noted the lead had been severed 115mm from the terminal pin. Resistance testing confirmed the electrical continuity of the lead segment. Analysis determined the lead damage resulted from the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.